Event description:
It was reported that during transtelephonic monitoring, the pulse generator exhibited backup vvi mode with pacing at 67.4 pulses per minute and no magnet response. The device was explanted and replaced.

Manufacturer narrative:
Na